Event description:
I work in the out patient oncology department and we access a lot of ports. The nurses as well as myself have been encountering several problems. The first problem is that upon deaccessing the needle, the safety guard is getting jammed halfway down the needle. Yesterday was the 5th problematic needle. Each of these needles have been taken from a kit, not as an individual needle. I'm not certain of the lot numbers due to the fact that the lot number is thrown out after accessing and these problems occur upon deaccessing at a later time. I have asked the nurses to keep track of the lot numbers and document them with each access. The lot number of the kits on our shelf at the moment is reuc0223.the second issue is the needle tip has become barbed after accessing and then snags and catches when deaccessing. It seems as though when the needle hits the back of the port, the tip gets bent. This has occurred on the 20g needle. Another rn has reported this same issue. Also noted that the same rn accessed and deaccessed the port so it is certain that the needle was straight upon accessing.